Event description:
During surgery, the power supply cord of the operating room table sparked and resulted in flames. It was plugged into the wall on one end and into the bottom of the table. The flames were on the table end located at the pt's head. FDA safety report ID# (B)(4).